Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production part number 382800 durahook 1/4 hook 10 pkg/bx 6 hks/pkg, lot number 73j2300398, the samples were visually inspected, and issue reported "broken hook" was not observed in the current manufacturing process. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "metal hook part detaches from elastic and breaks off while surgeon is using it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "metal hook part detaches from elastic and breaks off while surgeon is using it". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.